Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt vibratory alert activated on the device. The patient notifier was built into the device and cause of the vibratory alert was unknown. The firmware was reloaded into the device. The patient was stable and will be continued to be monitored.

Event description:
New information received states that the vibratory alert was due to device in back up mode. The patient was unable to send transmission and visited the clinic.